Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system tgm343410 / (B)(6) involved in this event was submitted under MFR# 2017233-2025-06403. Gore is currently in the process of obtaining the device history record for the gore® dryseal flex introducer sheath dsf 2233 involved in this event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, this patient underwent endovascular treatment for a thoracic penetrating ulcer (pau) of the inner curve situated directly behind the left subclavian artery (lsa). As the thoracic aortic artery measured 28 mm, a gore® tag® conformable thoracic stent graft with active control system device tgm343410 was selected. It was planned to overstent the lsa without debranching and with a landing zone at the left carotid artery. Using a lunderquist guide wire and a gore® dry seal flex introducer sheath dsf 2233, the tgm343410 stentgraft was inserted and advanced to the intended location via the right side. To prepare deployment, the device was secured at the sheath valve and forward pressure was exerted to the wire to ensure the device was positioned against the outer aortic curve. After removing the primary deployment handle, the device opened from proximal to distal to its intermediate diameter as typical. However, when attempting to remove the secondary deployment handle for the device to open to full diameter, the physician reportedly felt resistance, realizing that the blue line at its mounting had just broke. Subsequently, the deployment line access hatch of the deployment backup mechanism was removed and the deployment line was clamped. Reportedly, it was then attempted to pull the line with the clamp, but this was stopped immediately when under fluoroscopy the proximal portion of the device was seen to move. Additionally, the inlying pigtail catheter was removed but another slight pull on the line was equally unsuccessful. Next, a 12 fr gore® dry seal flex introducer sheath was additionally inserted on the left side and several catheters were used to cannulate the device. In doing so the right sheath slipped out of the patient, which necessitated packed red blood cell transfusion due to the patient experiencing an estimated blood loss between 0.5 and 1 liter. When the sheath was inserted back into the patient, the endoprosthesis was reported to have moved slightly towards distal. Following cannulation, the endoprosthesis was dilated from distal to proximal with a medtronic reliant¿ stent graft balloon catheter ab 46 and the distal portion of device immediately opened to full diameter as well as slightly more than half of the overall length of the device, allowing the device for fixation in the vessel wall. Next, the physician attempted to dilate the device portions at the proximal end and in the aortic arch, but almost no dilation was discernible, thus the endoprosthesis remained narrow. There was also no success when again pulling the blue deployment line several times, both with and without balloon fixation, and it appeared under fluoroscopy imaging that the line was stuck at the proximal end of the device, as there was slight movement. To proceed with the procedure, the red lockwire handle and the grey angulation assembly handle were removed without problems and the delivery catheter was retracted. The blue deployment line is now fixed outside the sheath with a clamp, therefore another attempt to dilate the device at its proximal end was performed, but there was no success. Angiography imaging from the left shows the endoprosthesis about 3 cm distal to the planned landing zone with the uncovered stent struts located exactly in the pau to be treated. To remedy the situation, a second tgm343410e was inserted into the patient and implanted with a satisfactory result showing the pau successfully repaired. Ensuing retraction of the sheath, the blue deployment line was cut off inside the vessel. The line remains inside the patient and is attached to the tgm343410 device at one end and reaches to down to the patient¿s right groin at the other end. An abdominal aortic aneurysm repair was also planned during the next weeks but has been put on hold for the time being. The patient tolerated the procedure and was reported to have been well.

Manufacturer narrative:
A review of the manufacturing records provided by creganna indicated the device met pre-release specifications. The device was not returned to gore. Therefore, an engineering evaluation could not be performed. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, medical device problem code: replaced code a051204 with a010402. H6, component code: replaced code g07003 with g04061. H6, type of investigation: added codes b20, b14, b11. H6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: replaced code d16 with d15.